Event description:
It was reported that after the surgery when the instruments were being collecting, the needle of the truepass was being removed it was notice that the tip was missing. X-rays were perfomed to the patient, the tip was left in the patient.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. The retained needle tip is considered to be bio compatible. However, it is unknown if corrosion, micro-motion and/or migration of the retained needle tip is possible. Although it was reported that the procedure was completed with no harm to the patient, the patient¿s post-operative condition is unknown at this time and future patient impact cannot be determined.